Manufacturer narrative:
The cartridge was not returned for investigation the lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other reports of this symptom with this lot number have been received. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that on (B)(6) 2015 a female patient was preparing for therapy when the venous line connection broke off in her catheter. The broken luer was removed with assistance from interventional radiology (ivr).